Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Due to the non-programable setting in safety mode pacing inhibition was noted. Subsequently, the patient had syncope events and was admitted into a critical care center. This crtp was explanted and successfully replaced. No additional patient adverse effects were reported. This crt-p is expected to return to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Due to the non-programable setting in safety mode pacing inhibition was noted. Subsequently, the patient had syncope events and was admitted into a critical care center. This crtp was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Due to the non-programable setting in safety mode pacing inhibition was noted. Subsequently, the patient had syncope events and was admitted into a critical care center. This crtp was explanted and successfully replaced. No additional patient adverse effects were reported.